Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) communicated with the customer and confirmed that the system ceiling-mounted lead shield bracket is broken. Rse suggests the service adjust the lead screen screws and tighten the screws. The system was returned to use in good working order. These codes were updated based on investigation outcome. The evaluation method code grid was corrected.

Event description:
It has been reported to philips that the ceiling mounted lead shield bracket was broken. No harm has been reported to philips. Philips has started an investigation of this complaint.